Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump went into threshold suspend and the sensor readings were off. Customer's blood glucose was 123 mg/dl and sensor readings were 60 mg/dl. Sensor had been in place for five days and seventeen hours. Troubleshooting was performed. Customer will monitor the sensor. No further information reported.